Event description:
It was reported that the device will not accept cassette was experienced.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tamp seal were missing. Housing intact. Upon inspection, no, the reported "will not accept cassette" problem was not duplicated. However, found multiple medium alarm displayed: cassette partially unlatched showing in event history log.

Event description:
Additional information received: issue occurred during maintenance check between patients, returned to pharmacy. No patient involvement.